Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that the insulin pump alarmed unexpected restart. The customer received several unexpected restart alarms during normal use. Customer's blood glucose level was 347 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected alarms noted during testing. The pump passed the error and self tests. The pump had minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.